Manufacturer narrative:
Block h6: imdrf device code a150101 captures the reportable event of stent first flange failure to expand.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to the pancreas during a pancreatic pseudocyst drainage procedure performed on (B)(6) 2025. During the procedure, the distal end of the hot axios stent could not be unfolded. The procedure was completed using a different device. There was no patient complications reported as a result of this event.